Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that the system would not boot to application, fse stated that the software reinstallation attempt was required. To resolve the issue, the philips trained biomed reloaded the software, restored system backup, and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.